Event description:
It was reported that this right ventricular (rv) lead was exhibiting a high capture threshold. The device was explanted after approximately one month of service and replaced with another lead from the same model. No additional adverse patient effects were reported.